Event description:
It was reported that x-ray found inside-out abrasion between the svc and rv coil. The lead was cut and capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. It was reported that a partial lead was returned. Without return of the entire lead, a complete evaluation could not be performed.